Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I result for one patient which was reported out to the physician. A new sample from the patient generated a normal result. The initial sample was repeated, and the result was also normal. The following data was provided: normal range for male: = 35 ng/l. Normal range for female: = 14 ng/l. On (B)(6) 2023, sid (B)(6) initial result = 769.1 ng/l; repeat result (ai24363) = 11.1 ng/l. Sid (B)(6) (new sample) result = 12.3 ng/l; repeated on (B)(6) 2023 (ai24363) = 12.2 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 45194ud00 and complaint issue. In-house testing of retained reagent kit could not be performed since the lot is expired. Therefore, release data has been reviewed and all values were well within their specifications. The overall performance of the alinity I stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 45219ud00 (which contains the same bulk material as lot 45194ud00) is within the established baseline, indicating the reagent lot is performing acceptably in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I, reagent lot 45194ud00 was identified.